Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. Device history record (DHR) review cannot be conducted because the no lot number was provided by the customer. Conconmitant products were used during this study: carto mapping system. Other company¿s devices were used during this study: a 1.5-tesla magnetic resonance imaging scanner (signa excite cv/I, general electric), optical disc (st. Jude medical). (B)(4). The device was not returned to bwi.

Event description:
This complaint is from a literature source. It was reported that 1 patient with ventricular tachycardia underwent radiofrequency catheter ablation and suffered acute-on-chronic renal failure. The author stated that reported adverse events was not related to bwi devices. Based on the facts of the case and the author¿s assessment, there were no reported malfunction with any of the bwi catheters and systems used during the case. Thus, this event is unrelated to the device and most likely related to the procedure. Title: ¿value of cardiac magnetic resonance imaging in patients with failed ablation procedures for ventricular tachycardia.¿ the purpose of this study was to investigate whether preprocedural magnetic resonance imaging (MRI) is beneficial in patients with failed endocardial vt ablations in determining an appropriate ablation strategy. Suspected device is a 3.5-mm-tip, open-irrigation thermocool ablation catheter, however catalog and lot number are unknown. Concomitant products were used during this study: carto mapping system other company¿s devices were used during this study: a 1.5-tesla magnetic resonance imaging scanner (signa excite cv/I, general electric), optical disc (st. Jude medical).